Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement which noted loss of capture (loc), low impedance but within normal limits and the sensing dropped which was confirmed on x-ray during pre-discharge check. This rv lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.